Event description:
It was reported that during a ventricular cap confirm test, device exhibited far field r-wave atrial oversensing. Programming changes were made to device. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.